Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. This code is used to describe that the physician is monitoring the patient. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel. Also, per IFU: do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, during the deployment of the trunk ipsilateral leg component, the physician attempted to deploy the ipsilateral leg with pushing up, but it was not successful. The left internal iliac artery was partially covered by the ipsilateral leg. The blood flow of the left internal iliac artery decreased, but the physician decided to monitor it. The patient tolerated the procedure. There was noting reported about the patient¿s anatomy. According to the physician, the ipsilateral leg was not able to be pushed up enough and it caused the vessel occlusion.